Event description:
It was reported that the patient was presented to the clinic with atrial fibrillation. Upon interrogation, atrial undersensing was detected on the pacemaker. The pacemaker was reprogrammed to resolve the issue. There was no patient consequences.